Event description:
It was reported that during a thoracic procedure, the stapler is reported to have locked out on lung tissue. The device would not open and had to be cut away from the tissue. No buttress was used, a green reload was in the gun and it was the third firing of the device. No unexpected noises reported. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did additional tissue need to be cut out? If yes, please specify the amount of additional tissue in cm. - the width of an echelon stapler so 1cm. On what tissue type was the device used? At what location on the tissue? Lung tissue. During which stroke did the event occur? Second. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Is there any other additional information you would like to share about this device or procedure? No.